Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that viscoelastic product was used in multiple cataract surgeries after which five patients experienced corneal edema one-day postop. The corneal edema lasted for two weeks or longer and was accompanied by extremely poor vision ranging from one to two weeks in duration. The patients required extensive drop regimens with frequent follow ups every one to two days. Additional information has been requested.

Manufacturer narrative:
Upon confirmation of the reported product lot manufacturer, this report was resubmitted under the correct manufacturing report number, 2184002-2019-00001. If any additional information is received for this reported event, it will be provided in a supplemental report under the new manufacturing report number. No further reports will be submitted under the original manufacturing report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No customer sample was returned. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. One additional complaint has been received for this lot code/complaint type. A root cause cannot be determined based on current available data and no sample received. No action is warranted. The manufacturer internal reference number is: (B)(4).